Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited failure on circuit board, no image appeared on the entire screen. System failure of circuit board, the internal buffer could not be initialized. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, this issue was confirmed at the inspection of the repair department. From this, we presume that due to failure of the circuit board, nothing is displayed on the screen. Olympus will continue to monitor the field performance for this device.